Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump alarmed compromised force sensor during prime and is unable to rewind. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded and was pushed back but while disconnected. Blood glucose value was 233 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.